Event description:
Additional information received indicated noise resulting in oversensing was observed on the right ventricular lead. Insulation damage was not confirmed visually or with diagnostic imaging.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, a right ventricular (rv) lead defect was observed. The event was resolved by capping and replacing the rv lead. The patient was in stable condition. Further information was requested but is not yet available.